Event description:
A discordant, falsely elevated sodium result was obtained on one patient sample on a dimension vista 500 instrument. The discordant sodium result was not reported to the physician. The sample was repeated on the same instrument and that result was reported to the physician. There are no known reports of patient intervention or adverse health consequences due to the discordant sodium result.

Manufacturer narrative:
A siemens technical service consultant (tsc) was contacted by the customer. The tsc evaluated the instrument data and determined that the cause for the discordant sodium result was unknown. The tsc instructed the customer to powerflush the system per procedure, replace the pump tubing and aliquot probes and to perform alignments. The customer successfully ran qc. The instrument is performing within specifications. Further evaluation of the device is not required.